Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira.

Event description:
The event was reported by a customer from USA: "here is an example patient who had multiple alarms in a single infusion alarms that resulted in the patient powering down in the middle of the infusion and resetting the volume infused of his milrinone infusion. Delay in therapy: no. Need for medical intervention: no. Death or serious injury: no." Additional information received: " when she arrived for bag change, there was 11 hours left to infuse and with the amount of fluid left in the bag, it was apparent the pump had not been infusing properly. (B)(6) stated pt was "doing okay". No adverse reaction to lack of infusing drug. I asked if pt commented about an alarm and she had not asked him. I asked if pt screen locked and she was not sure. Pt using fanny pack. I called pt and asked him about hearing an alarm on (B)(6), and he stated he had not heard any alarm. Elderly pt not knowledgeable enough about pump to ask further questions. I called (B)(6) again and asked if alarm configuration was on maximum and she stated she did not know but would check tomorrow when she sees pt again for bag change. She will call when in patient's home."